Event description:
It was reported the patient suffered a fall and after the fall, the stimulation was too strong and painful. The patient adjusted the programs but it did not solve the issue. Xrays were taken and no fracture was seen, but it is unknown whether there is a fracture or if the system is functioning properly. The patient has agreed to undergo revision surgery and then have the system interrogated. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.